Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. No patient information available at time of MDR filing.

Event description:
The hospital reported the unit alarmed lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.